Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported that he was without stimulation and had not recharged his ipg for over a yr. Currently, the pt is unable to communicate with the ipg via the programmer or charging system. Efforts to recharge his ipg with a replacement charging system proved unsuccessful. No surgical intervention is planned at this time as discussions with the physician regarding the next course of action are currently underway.